Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal device was inserted into the insertion sheath, the device was being pulled back into the full rear locked position, but was not pulled until the colored band was revealed. The device was then removed and not used. An exoseal (cordis) device was used to achieve hemostasis. Hemostasis was successfully achieved. Blood loss was reported to be less than 250 cc. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.

Manufacturer narrative:
It was initially reported that the device was not available, however, the device is now available and the device has been returned for evaluation.

Manufacturer narrative:
One used 6 fr angio-seal sts plus device was returned for evaluation. The arteriotomy locator was returned with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the forward lock position with the color bands concealed. The anchor was exposed at the distal tip of the hemostatic sheath. There was a small wrinkle in the hemostatic sheath at the blood inlet hole. There were no other gross visual anomalies with any of the returned components. Based on the returned device, the device was in a partial deployment phase. To complete the deployment and check for any functional anomalies, the device cap was moved back into the rear lock position exposing the color bands. Force was then applied to the posted anchor. The collagen and tamping tube deployed as expected. No functional anomalies were noted. The IFU states "maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.